Manufacturer narrative:
The case description states that 3 separate times the controller would display a message "pause insulin and switch to manual mode" and when user switched into manual mode, the controller automatically delivered 10 units of insulin. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the log files show no 10u boluses delivered on the date of occurrence or prior days, inspection of the phb file shows that the system was in a closed loop, automated mode for the entire time on the date of occurrence and days prior. The phb file shows that the system was hitting max insulin delivery for a prolonged time which prompted the system to send the exit closed loop alert to the user. Log file and phb file data end after these alerts. All boluses present in the available log files were inspected and each was found to be programmed and commanded by the user. No abnormalities or uncommanded boluses were found in the log files. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered 3 uncommanded insulin delivery bolus of 10 units. The patient's blood glucose level (bg) were at 80 mg/dl, he had to eat sugar/food to get his blood glucose levels back up.